Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to lead incurred damage during the procedure due to wrong sheath was used. No adverse patient effects were reported.